Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler would only fire half of the staple line. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damage to the sleeve of the I-beam. Unable to fully extend the I-beam due to the sleeve damage. Additional observation reported by site that is related to the primary failure: the instrument was found to have qty 3 firing failures based on log review which were replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house black reload. The system did not pause for compression during the firing, before ultimately failing at 17 mm traveled. Cut line was clean up to where it stopped, and the last few staples deployed were unformed. Additional observations not reported by site that are not related to the customer reported complaint: the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the pitch and yaw directions and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The instrument was found to have a dislodged main tube where it meets the chassis at the proximal end. The main tube is not secured to the chassis. The stapler was then inspected by a member of the failure analysis engineer (fae). Fae confirmed initial fa findings. Review of the procedure logs confirms 3 firing failures occurred on the last 3 firings of the procedure. The firing failure was replicated during in-house testing. Additionally, the main tube was observed to be dislodged. During visual inspection, manual extension of the instrument I-beam was attempted, but could not be fully extended, using the bevel gear in the backend. Visual inspection of the distal components reveals damage to the I-beam sleeve. A large portion of the orange sleeve was not secured to the I-beam assembly and was not visible through the clamp indicator window. Instrument was partially disassembled to determine the location and extent of the sleeve damage. Disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed/bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and any fragments generated would be contained within the assembly, or by the installed reload. Additionally, visual inspection confirmed that the dislodged main tube was caused by damage to the internal structure of the stapler instrument. Partial disassembly revealed the structure to be cracked where the main tube meets the lower chassis. This crack resulted in increased lateral range of motion of the main tube. Additionally, source of unintuitive motion in the pitch and yaw directions was investigated and is likely related to the dislodged main tube. The dislodgement of the tube likely affected coordinate location of the roll axis during the successful engagement sequence. Isi did receive the sureform 60 stapler blue reload to perform fa. Fa was able to confirm and reproduce the reported complaint. The reload was found to have mechanical indentation damage to the blade. Additional observation reported by site that is related to the primary failure: the reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the proximal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Log review shows 3 firing failures with all 3 being blue reloads.